Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the personality module surgeon console (pmsc) associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure could not reproduced. The technician was unable to reproduce the failure report by installing these units into the test system test together. The fa ran 10 minutes sine cycle, 2 power cycle and sitting idle for 1 hour without any errors. Also, there was good video into both eye with no anomalies. The units remained in the test system for 5 days, while testing other parts, and it performed with no issue. Also, there was good video on both eye on surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer had a vision loss on the surgeon's console and experienced a nonrecoverable fault. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The customer informed the tse that they restarted the system and vision on one of the surgeon consoles was restored. The tse reviewed the system logs and confirmed errors 40 and 319 from the endoscopic controller. The tse recommended cleaning the endoscopic controller's fiber connection the vision side cart. Due to the current or commitments the customer was not able to clean the fiber connection at the time of the call. The customer continued with the procedure. At a later time, the customer called back and stated that they cleaned the blue fiber cable going to the console that had one black eye and the issue was resolved; however, the issue returned during the same procedure. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. It was unknown if the system functionality was checked upon powering up or if there were any errors at the powering up. Isi technical support was contacted for troubleshooting, but the issue was not resolved. The customer performed a system restart and cable cleaning. Nobody worked in the second console due to vision being out in one eye. The procedure was completed robotically with the same system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) to resolve the issue. The system was verified and ready to use. Isi has received the pmsc for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .